Event description:
On (B)(6) 2023 the user was not able to hear anything with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2023 the user was not able to hear anything with the device. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
On (B)(6) 2023 the user was not able to hear anything with the device. The user has been re-implanted.

Event description:
On 01-oct-2023 the user was not able to hear anything with the device. The loss in hearing benefit was gradual and no redness or swelling was seen. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other mechanical damages are attributable to the removal surgery. This is a final report.